Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a pectus stabilizer was placed in the patient and removed. The surgeon decided not to use it and did not allege any malfunction. No additional patient consequences have been reported.

Event description:
Further assessment of the event determined that this is not a complaint.. There was no alleged malfunction of the device, and the surgeon decided not to use it. Therefore, this is not a reportable event.